Event description:
It was reported that the subject device was being cleaned with an expired endo quick. It was discovered during maintenance. There were no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the cause is a customer's mishandling of the product due to a deviation from the instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was being cleaned with an expired endo quick. It was discovered during maintenance. There were no patient involvement.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.